Manufacturer narrative:
Mayfield swivel adaptor (a1018) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. Swivel sleeve is tight on base when pulled down and may allow incorrect tightening, required replacement as the starburst is worn. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A physician reported that during use, there was movement with the mayfield swivel adaptor (a1018) and transitional member causing the patient's head to drop and occlude the airway during a posterior fosa tumor procedure. The patient was in prone position and set up with stealth navigation, and when the problem occurred, the procedure had to be stopped. The airway was lost and they had to stop to regain airway. Stealth set up was also lost when the slip occurred and had to restart. The patient's head was closed and the procedure was restarted using the same mayfield which was used to complete the procedure. The theatre technician used an allen key from their tool kit to tighten the ratchet arm which was loose and slipped during surgery. The surgeon commented that the starbursts were very worn. There was a delay for 45 minutes.